Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements were unavailable. Analysis of the log file showed that at the system startup, multiple ethercat post (power on self-test) errors were logged. Malfunction' some geometry and motorized movements are not available' can be confirmed. Upon troubleshooting, fse determined that the amc (automatic motion control) ecat drive had failed. To resolve the issue, fse replaced the ecat drive sat11 and downloaded software, but it was determined that the lateral drive assembly had failed. Fse replaced lateral drive assembly but still has lateral movement failure. Fse worked with nss and replaced lateral niu, lateral ecat drive and height ecat drive. After that, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it has been identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product should make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed not to use the product for any application until the user is sure that the user's routine checks have been satisfactorily completed. Therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that some of the geometry movements were unavailable. No harm was reported to philips. Philips has started an investigation of this complaint.